Event description:
3 of 3 reports (same patient, same event, different products) other mfg report numbers: 3014334038-2022-00173, 3013886523-2022-00357. A facility reported: "the sensor was zeroed yesterday afternoon in the operating room. And then the patient was brought to the ICU. The pressure was really high, about 40 mmhg. After some hours of correct measuring, the pressure decreased until -50 mmhg and there was the alarm ¿change cable or sensor¿; they changed 1cable but the situation was the same, they changed also the sensor, but it was all useless. At that point they changed also the cerelink monitor and after that the measuring of the pic started correctly with icp at + 45 mmhg. They have already received the security advise but they decided not to switch the monitor cerelink off for half an hour because it was a very delicate case and they had to see the icp continuously, without interruption." The battery was completely charged and they took off the power only in the operating room.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The cerelink sensor was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. A corrective and preventive action was opened to investigate the failure mode "out of range reading". The root cause investigation will be captured under that action.